Event description:
It was reported that the wires on the fragmentation basket detached during the procedure, and remained in the pt. A snare device was utilized to remove the wire. There were no pt complications.